Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a potential infection. No intervention has been performed at this time and the s-ICD system remains in service.